Manufacturer narrative:
The biomedical engineer reported that the unit was giving a watchdog error, and it was constantly rebooting itself. This unit was not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the unit was giving a watchdog error, and it was constantly rebooting itself. This unit was not in patient use.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was giving a "watchdog" error and was constantly rebooting on its own. The bsm was not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) was giving a "watchdog" error and was constantly rebooting on its own. The bsm was not in patient use. Investigation summary: the reported device was returned for repair. During the evaluation of the returned device nihon kohden repair center (nk rc) was able to duplicate the reported issue of the unit rebooting on its own. There was an attempt to reinitialize the unit with no change. The main digital board and internal sd card were replaced to resolve the issue. Based on the part replaced, it is likely that the unit experienced hardware failure or firmware corruption. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. The device was installed in 10/2015 with no history of previous repairs. Possible causes of firmware corruption are power failures, age and wear, flashing or updating errors, or hardware failures. Sudden power outages or voltage fluctuations during firmware updates or normal operation can result in corruption if the firmware was being written to or read from at the time. Over time, the memory cells in storage devices that hold firmware can degrade, leading to data corruption. Flashing or updating errors is more common in older hardware. When the firmware is updated or flashed onto a device, errors during the process can lead to corruption. This may happen due to an interruption in the update process, incomplete or incorrect file transfers, or other issues during the update. Faulty hardware components, such as storage devices or memory chips, can lead to corruption of firmware. If the storage medium where the firmware is stored becomes damaged or malfunctions, it can result in corrupted firmware. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was giving a "watchdog" error and was constantly rebooting on its own. The bsm was not in patient use.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from bsm-6301a to life scope tr. D4 additional device information / model #: corrected the model # from bsm-6301a to mu-631ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.